Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated event information provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2019: updated event description: it was reported that on (B)(6) 2019, the patient underwent a hardware removal due to a bone union was achieved. Initially, the patient had an unknown surgery using a locking compression plate (lcp) distal fibula plate on december 2017. During the revision, the surgeon could not untightened the three (3) unknown screws using the hexagonal screwdriver shaft because the tip of screwdriver shaft was stripped. Thus, the screws remained in the patient's body. There are no plans to remove the screws that was retained in the body. The procedure and patient outcome were unknown. The removal operation on (B)(6) 2019, was performed because bone union was achieved. There is no plan to have a reoperation to remove the screw remaining in the body. Concomitant devices reported: unknown lcp distal fibula plate (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
This report is for three (3) unknown screws. Part#, lot# and UDI # is not available. Exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for three (3) unknown screws. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that initially, patient had an unknown surgery using a locking compression plate (lcp) distal fibula plate on (B)(6) 2017. On (B)(6) 2019, patient underwent a hardware removal for unknown reason. During revision, the surgeon could not untighten the three (3) unknown screws using the hexagonal screwdriver shaft because the tip of screwdriver shaft was stripped. Thus, the screws remained in the patient's body. The procedure and patient outcome were unknown. Concomitant devices: lcp distal fibula plate (part unknown, lot unknown, quantity 1). This report is for three (3) unknown screws. This is report 2 of 2 for (B)(4).